Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced gas delivery engine assembly. All work performed in accordance with avea service manual revision g. Performed est and performance check all passed. Ventilator is operational and meets manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. (Vyaire medical , will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical ,that values were not displaying intermittently and auto-cycling on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.